Event description:
I had essure placed in 2009. A year after I had it done I started having pain and heavier periods. I still had to be on birth control to get periods. They were still heavy. It kept on going until 2012 when my former obgyn noticed a coil of the essure had went through my right tube. I had a hysterectomy and partial removal of my right fallopian tube and removal of the coils.